Manufacturer narrative:
There was no button error alarm. There was an intermittent act button due to moisture damage on the keypad. The unit had a cracked lcd window, a cracked reservoir tube lip, minor scratched lcd window, and a cracked case at display window corners.

Event description:
The customer called in to report a button error alarm. Customer stated they were at a fair and it rained and the insulin pump got wet. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.